Event description:
Event description boston scientific received information that during a follow up visit, this atrial lead was exhibiting impedances greater than 2500 ohms. Impedances have been high since june 3, 2006. The lead safety switch had been turned off. In addition, p waves had decreased to 0.7. The patient was in atrial fibrillation. Technical services was contacted.